Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an unrelated surgery and from their post-op interrogation it showed two high rate episodes. It was suspected that there was right ventricular (rv) oversensing during those recorded episodes and it was noted the patient was in surgery during the time the episodes were recorded. The device remains in use. No patient complications have been reported as a result of this event.